Manufacturer narrative:
(D10) concomitant devices: 320-01-38 - equinoxe reverse 38mm glenosphere, 300-01-15 - equinoxe, humeral stem primary, press fit 15mm, 320-38-00 - equinoxe reverse 38mm humeral liner +0, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-15-04 - rs glenoid plate r post aug, 8 deg, right. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 5 year(s), 2 month(s) and 11 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced disassociation of glenosphere. The patient, following a right hemilated hemorrhagic stroke 2 years prior, reports pain and functional impotence. The patient was given medication and refuses prosthesis revision surgery, so the outcome of this event is unknown. The case report form indicates that this event is definitely not related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were corrected: h6 - impact code. The reported event was unable to be confirmed due to limited information received from the customer. Operative notes and/or medical records were not provided for review of usage/ technique. The glenosphere disassociation reported was likely the result of disassembly between the glenoid locking screw and the baseplate. However, the failure cannot be confirmed as the devices remain implanted and no clinical imaging was provided. Contributions of the patient-related issues, manufacturing-related considerations, or user-related considerations to the reported event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.